Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left radial artery. The 99% stenosed target lesion was located in the moderately tortuous left radial artery (ra). After a guiding catheter was delivered in ra, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. There were no patient complications reported and the patient's status was good.